Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (4) four years, since the subject device was manufactured. The customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that no image was produced, because a communication failure occurred, due to a faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head cable was broken/damaged. The issue was found during preparation for use of an therapeutic laparoscopic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image. There were no reports of patient harm, the patient was not under anesthesia, and there was no delay. The procedure was completed using the same set of equipment. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the reportable findings documented in b5, were found to be caused due to a faulty cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.